Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reports a loss of therapeutic effect. Are there symptoms? Yes. The following symptoms were reported: loss of bladder control. Pt states her urgency has returned. When did the event or symptoms occur? Right before an unrelated medical procedure. Pt states she had a colonoscopy which occurred on (B)(6) 2012. Where is the location of the patient's symptoms? Area of body: perineum. What is the patient location? Home. Pt states she started to notice a return of symptoms right before she went in for a colonoscopy. Pt states she turned her stim off for the procedure. Pt state she noticed a information screen telling her ins battery is low. Pt states when she went to turn her stim back on after the procedure she tried increasing stim. Pt states she did not have success with relief of symptoms. Pt states she thought she could feel stim. Pt states she has tried calling hcp 2 times but has not had an appointment made at this point. The patient made a comment about their 2008 ins battery not lasting as long as their current ins during the call. The device had been replaced prior to report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to their previous ins depleting faster than their current one was that they never turned it off, didn't change the settings, and they were leaving it on all the time. On (B)(6) 2019, the patient reported that the circumstances that led to their previous ins depleting faster than their current one was that the inner battery died. No further complications were reported.